Event description:
It was reported during a ladg procedure, that air leaked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The b5st instrument was returned in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In additional, complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received for analysis, we did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. A batch record review was performed and no anomalies were found during the manufacturing process.